Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for post operation check. Upon interrogation, the right atrial lead exhibited intermittent capture. X-ray revealed that the lead had dislodged. The lead was successfully repositioned with no complications. Patient was stable before, during, and after the procedure.